Event description:
This is being reported as an adverse event because the complaint originated from an attorney. It is not known what the pt was originally treated for. The product was implanted on (B)(6) 2008. The complaint via the attorney was that the pt suffered an injury (unspecified). It is not known when the event occurred. It is not known what the pt's current condition is. No information has been confirmed by a health care professional.